Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was found to be infusing accurately. There was no fault with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump failed delivery accuracy. There were no reported adverse events.